Manufacturer narrative:
(B)(4). To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported in a journal article that a patient underwent a david procedure on an unknown date and suture was used. The patient experienced post-operative bleeding and was re-opened (via same access). Additional information has been requested.